Manufacturer narrative:
Device history record reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection noted the helix was stretched out of specification consistent with having occurred during implant procedure. Further analysis performed found no anomaly.

Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During placement mapping, the lp was being repositioned when it was observed the helix got caught on the protective sleeve and became extended. The lp was exchanged, and the procedure was completed. The patient was stable.